Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where observer tool needed to be installed. A technical support specialist (tss) identified that the issue with delayed, skipped, and failed messages can occur in pyxis es versions 1.6 as rare and 1.7 as more common. The tss stated that the bd had confirmed that this error has been observed in kp regions running v1.7, but not in kp regions using v1.6 (such as ncal), except in rare cases outside kp. The tss shared that the permanent fix is available in pyxis es v1.11.1. Ncal will receive this upgrade. Further, the tss dialed into the station, checked windows updates, checked the station time, and proceeded with a reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device did not consistently receive timely updates from enterprise systems regarding patient, medication, or related information. The condition resulted in delays in displaying new patient or order information on connected pyxis devices and delays in applying modifications to existing patient orders within the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.